Manufacturer narrative:
H.6. Investigation: two photos and one open 31g x 5mm pen needle sample were returned from lot. No. 9141564, cat. No. 320129. Visual examination was carried out on returned photos and a clog test was carried out on one the open sample as per tp700483 and no issues were observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. No issues were observed with the returned sample or photos therefore no root cause can be identified.

Event description:
It was reported that during priming medication didn't flow with a bd ultra fine¿ pen needles. The following information was provided by the initial reporter, translated from japanese to english: drug didn't come out during air purge.

Manufacturer narrative:
Initial reporter phone #: unknown. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during priming medication didn't flow with a bd ultra fine¿ pen needles. The following information was provided by the initial reporter, translated from (B)(6) to english: drug didn't come out during air purge.